Manufacturer narrative:
A root cause for the reported event could not conclusively be determined through the evaluation. Based on past experience and similar reported events, elevated ldh can be indicative of device thrombosis. However, a full examination of (B)(4) could not be conducted, because the system was not returned for analysis. Approved labeling lists device thrombosis, hemolysis, bleeding, stroke, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was in a rehabilitation center affiliated with the implanting center. His weekly lvad parameters were stable; however, his lactate dehydrogenase levels were increasing and his hematocrit was low. His blood pressure via doppler was 72 mmhg. The patient was started on lovenox on (B)(6) 2015. On (B)(6) 2015, the patient was fatigued, felt ¿worse¿, and his lungs sounded coarse. Approximately 2 hours later, the patient experienced left facial droop. The patient was transferred to the implanting center cvicu. A CT scan of the head showed findings consistent with thrombus with acute infarction of the anterior cerebral artery and the fronto-temporal branch of the right middle cerebral artery. There was no evidence of intracranial hemorrhage. The patient was transferred out of the cvicu on an unspecified date. On (B)(6) 2015, the patient experienced a worsening headache and was noted to have had an outlier blood pressure of 110 by doppler that was treated with hydralazine. A repeat head CT showed hemorrhagic conversion with a large right frontal intraparenchymal hemorrhage with intraventricular extension and scattered subarachnoid hemorrhage. The patient was transferred back to the ICU. The patient experienced decreased strength in the left upper and lower extremities and left-sided neglect. Anticoagulation was stopped and platelets were administered. The patient was monitored closely by a neurosurgeon. The patient subsequently expired on (B)(6) 2015 due to complications from the cerebrovascular accident.

Event description:
A user facility report was received from the intermacs registry: "(B)(6) weekly reports showed that vad power was stable but ldh was 620 up from 490. Doppler 72. Repeat ldh was 686. Inr was 1.9, since he is a prevent pt, he was started lovenox (B)(6) 2015. Dr. (B)(6) rounded on patient (B)(6) 2015. (B)(6) 2015, received a call from (B)(6) at 0530 am that patient was more fatigued and felt worse and lungs sounded coarse. Repeat labs were sent stat and a cxr was requested. Communication regarding patient's status sent to dr. (B)(6) and dr. (B)(6). Labs were reviewed and it was agreed we would go see patient in the am. Ldh 746, inr 2.0, bnp 1593 and pcv 25."

Manufacturer narrative:
Approximate age of device: 48 days.no further information is available. A supplemental report will be submitted when the manufacturer''s investigation is completed. Placeholder.